Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Event description:
As reported to coloplast though not verified, the patient had an aris implanted in (B)(6) 2011. Reportedly, from (B)(6) 2022 the patient experienced pelvic/ vaginal pain, urinary frequency, nocturia, incomplete bladder emptying. On exam there was urethral sling erosion. In 2023, there was reportedly decreased bladder capacity, sling erosion into vagina and rectocele. The patient underwent sling excision/ revision, perineal scar excision, posterior colpoperineorrhaphy, vaginal mucosa trimming and cystoscopy under general anesthesia.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Complaints of this nature are monitored and captured within the product risk documentation (excluding prolapse). There are no clinical studies or literature to support a specific causal relationship between aris and prolapse. Additionally, in this case, it was determined there is no suspected causal relationship to aris or its associated surgical procedure. No further action or corrective action is required at this time. Correction: h6: health effect clinical code e2333 removed.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a follow up report will be filed. Complaints of this nature are monitored and captured within the product risk documentation (excluding prolapse and emotional changes). There are no clinical studies or literature to support a specific causal relationship between aris and prolapse. Additionally, in this case, it was determined there is no suspected causal relationship to aris or its associated surgical procedure. Emotional changes appear to be a secondary/subsequent or cascading effect. No further action or corrective action is required at this time.

Event description:
As additionally reported to coloplast, though not verified: on or about (B)(6) 2011, patient underwent a surgical procedure during which her physicians implanted an aris-transobturator sling system sling. Patient subsequently suffered complications associated with the transvaginal mesh product, including, inter alia, mesh exposure, mesh erosion, mesh extrusion, chronic pelvic and groin pain, neuropathic/obturator-distribution pain, dyspareunia, vaginal scarring, recurrent urinary tract infections with vaginal discharge, urinary problems, organ perforation, recurrent incontinence and a surgical revision in 2023.as a result of these life-altering and, in some cases, permanent injuries, patient has suffered severe emotional pain and injury and has suffered and will suffer apprehension of increased risk for injuries, infections, pain, mental anguish, discharge, and multiple corrective surgeries as a result of implantation of pelvic mesh products. Patient has suffered, and continues to suffer, multiple, severe and painful personal injuries, including, but not- limited to, urinary incontinence, physical deformity, and the loss of the ability to perform sexually.